Manufacturer narrative:
The patient remains ongoing on lvad support and awaiting a heart transplant. A correlation between the device and the reported driveline infection could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline infection on (B)(6) 2017. Wound cultures were positive for pseudomonas aeruginosa. The patient was treated with cefepime, ciprofloxacin, zosyn and vancomycin during the course of hospital stay. The patient was discharged home on a 4 weeks course of cefepime on (B)(6) 2017. It was reported that the patient was upgraded to status 1a on the transplant list. There were no alarms reported for this event.